Event description:
On the explantation day on (B)(6) 2015, the rv lead could not be retracted from the header even though the setscrew seemed to be working properly. An investigation is required.

Manufacturer narrative:
Expertise of the returned device confirmed the reported behavior and showed that it was due to a corrosion observed on the lead side as well as on the insert side. The origin of this corrosion could not be identified with certainty.

Event description:
On the explantation day on (B)(6) 2015, the rv lead could not be retracted from the header even though the setscrew seemed to be working properly. An investigation is required.

Event description:
On the explantation day on (B)(6) 2015, the rv lead could not be retracted from the header even though the setscrew seemed to be working properly. An investigation is required.